Event description:
B and k ultrasound probe was opened but mislabeled (labeled bk drop in probe). Another probe not readily available. Probe cover was put on the old bk ultrasound probe. After inserting the old bk probe into the pt's body, it was discovered that the bk probe perforated the probe cover. Eventually found another b and k drop in probe, but it was also mislabeled as a liver probe instead of a bk drop in probe.